Manufacturer narrative:
Per good faith effort (gfe) response received on 09mar2026, the authorized service provider (asp) engineer stated that the oxygen supply problem was in fact a hospital issue. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending. This investigation is still ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received on 04mar2026, the authorized service provider (asp) engineer stated that there was no malfunction with the device; there was an oxygen supply problem, and the customer dealt with it. Further case information regarding the repair and whether the oxygen supply problem was a hospital issue or an actual v60 ventilator problem is still pending, and this investigation is still ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 19mar2026, the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 2: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen concentration was not visible. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the oxygen concentration was not visible. The issue was replicated; no error codes were found. This investigation is ongoing.